Manufacturer narrative:
(B)(4): after a follow up with the customer, it is unknown if the customer will be returning the device to physio-control for evaluation. The device has not yet been returned. The cause of the reported issue could not be determined.

Event description:
The customer reported that the display on their device was intermittently showing all white. A solid white display with this device is indicative of a device lockup. There was no report of any patient use associated with the reported issue.